Manufacturer narrative:
H6 - final analysis - unable to program, high current drain; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.

Event description:
Information received from the field does not address the patient's clinical status but notes that when the device was interro gated, dashes (---) were noted for the micro- processor parameters.